Event description:
It was reported that patient with a 27mm 8300ab aortic valve, has been placed under evaluation for a re-intervention after implant duration of five (5) years, eight (8) months due to degeneration and stenosis. The patient presented with heart failure, chest pain with exertion, and orthopnea. The procedure not scheduled yet.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The subject device is not available for evaluation, as the request was denied by the hospital. The device history record (DHR) review was completed and there were two non-conformances found related to this serial number. However, the valve was re-worked to completion, passing all inspections. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including coronary artery disease, hyperlipidemia and diabetes mellitus.

Event description:
It was reported that patient with a 27mm 8300ab aortic valve, was explanted after implant duration of five (5) years, eight (8) months due to degeneration and stenosis. The patient presented with heart failure, chest pain with exertion, and orthopnea. The explanted valve was replaced with a 23mm 11500a valve.